Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, users could not issue medicine. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user doesn't have permission. A technical support specialist noted that the user logged in doesn't have access to issue a controlled medicine, had another user logged in was able to issue medicine. The system functioned as intended after the technical support specialist verified the device.